Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that the ins moved around and it was bumpy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated her device hasn't been working right, and that she always seems to have a problem with it. The patient reported her healthcare provider (hcp) has moved, and would like hcp listing in her area. The patient also stated her husband and daughter passed away and she was busy taking care of them prior, so she did not have time to figure this out until now. The patient is inquiring about having the device explanted, but is worried that it might be more dangerous to do that since someone told her that. The patient stated the device seems to be moving back there and it irritates her back. The patient was redirected to follow up with a hcp. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that cause was not determined. No trauma reported. Patient stated the issue was not resolved and was still happening. Patient stated it has been going for a while since 2 years or longer ago. Patient reported weight has varied 3-4 lbs.